Event description:
Per clear study adverse event form, this patient tested positive for staph aureus in 2008. This system was removed the following month. Polyrox 60 bp, MDR 1028232-2009-00915.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should add'l data become available.

Manufacturer narrative:
On 2/8/2016 - follow-up 03 is being submitted because the device analysis was not attached to the follow-up 02 report. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process.